Manufacturer narrative:
The investigation for the reported pump stop issue has been completed. The impella device was received from the customer and therefore, an evaluation of the device was completed. A review of the device log confirms high purge pressure alarms and shows that the purge system blocked alarms. A suction event is also noted at the time that the purge flow begins to drop. A short time after the purge pressure begins to steadily rise. A visual inspection of the pump did not reveal any abnormalities. There was no biomaterial observed on initial inspection and no kinks. The pump was attached with the returned purge cassette and run in the lab. The high purge pressure alarm was not reproduced. A pump tear down was then completed, and biomaterial was found within the motor. The cause of the high purge pressure was biomaterial. Instructions for use for the related event are as follows: impella cp with smartassist for use during cardiogenic shock section: warnings, cautions, and precautions ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported an acute patient undergoing cardiac surgery was implanted with an impella cp device for mechanical circulatory support. While on support, a purge pressure rise alarm occurred on the 6th day of pump operation. It did not improve even after replacing the cassette. The impella was removed and switched to intra-aortic balloon pump. No further information was provided.